Event description:
Reporter alleged customer obtained discrepant blood glucose values of 105 mg/dl back to back with a value of 26 mg/dl when testing was performed on the advantage system. Reporter stated customer self treated with a drink, type not provided. No report of any other actions or treatment. A request was made for the return of the suspect device and replacement product was sent.